Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station name change was required and database went critical. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure ode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue stemmed from database bloat, which was preventing the medical application from launching properly. A technical support specialist (tss) reinstalled the remote support service on device and performed a database shrink operation to resolve. These actions successfully restored the functionality of the medical application. The system functioned as intended after the technical support specialist troubleshot the device.